Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a hypoglycemic event on (B)(6) 2016. The patient passed out before the low level alert (set at 90mg/dl) went off. The patient was unconscious and woke up approximately 4 hours later and was forced to call 911. The patient ate some candy a moment later. The paramedics came to patient's house and read his blood glucose (bg) value at 38mg/dl. The patient was not taken to the hospital and was administered 2 tubes of glucose by the paramedics. Patient felt much better after. At the time of contact, the patient was doing well. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.